Event description:
Call from rep on 08/23/2011. Reporting the lead dislodged and was explanted on (B)(6) 2011. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).